Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the leakage caused the abnormal noise. The most probable cause was probable cause was traced to component failure. The reported ¿air feeding cannot be done¿ was not confirmed. The most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited abnormal noise, leakage from the first pressure reducer valve and air feeding cannot be done. There was no patient involvement.